Event description:
It was reported that the physician observed a burst watchdog error message. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. The physician adjusted the output currents so that the autostim output current was less than the magnet output current and the event was resolved. No further relevant information has been received to date.